Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture. Functional testing was conducted concluded that the firing output rate was below the threshold for potential patient harm, therefore, the complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the rate was below the threshold for potential patient harm. Visual analysis identified that the metal cap exhibited severe detritus. It is possible that the debris adhesion likely contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of distal circumferential fracture is defined in the risk documentation. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began to fire from the front and not the side. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began to fire from the front and not the side. The procedure was completed with another fiber without patient complications.